Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2026-124074 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 4/13/2026 and it was determined this complaint is not reportable per (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.